Event description:
A customer reported that a loss of monitoring occurred at the central station (cic) monitoring telemetry patients. No adverse events were reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.